Event description:
It was reported that device embolization occurred. The device was explanted. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging was used for intraprocedural imaging. A 20mm watchman flx pro closure device was implanted. At the 45 day routine follow up, a tee was performed which revealed the closure device had embolized into the aorta. The patient has remained stable. The plan is to retrieve the device.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review: despite multiple attempts, procedural angiographic media was not provided to assist in the investigation. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60200 batch # 0036538362. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant embolization (additional device required). Risk review: a risk review was completed and confirmed that the event of implant embolization was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that device embolization occurred. The device was explanted. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging was used for intraprocedural imaging. A 20mm watchman flx pro closure device was implanted. At the 45 day routine follow up, a tee was performed which revealed the closure device had embolized into the aorta. The patient has remained stable. The plan is to retrieve the device. It was further reported the closure device was explanted via percutaneous snare the following day after it was discovered to be embolized via the 45 day routine tee. There were no symptoms of embolization. The patient is stable and no complications occurred and is awaiting discharge.

Event description:
It was reported that device embolization occurred. The device was explanted. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging was used for intraprocedural imaging. A 20mm watchman flx pro closure device was implanted. At the 45 day routine follow up, a tee was performed which revealed the closure device had embolized into the aorta. The patient has remained stable. The plan is to retrieve the device. It was further reported the closure device was explanted via percutaneous snare the following day after it was discovered to be embolized via the 45 day routine tee. There were no symptoms of embolization. The patient is stable and no complications occurred and is awaiting discharge.

Manufacturer narrative:
B5: information added. D6b: date of explant added.